Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient bumped device site causing hematoma and skin breakdown erosion. The pocket was swabbed for culture and potential infection. The defibrillator was explanted. No additional adverse patient effects were reported.